Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the compact speed reducer device had no rotation and the shaft was bent. It was also noted that the gear box was blocked. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further investigation, it was determined that MFR report # 1045834-2015-12760 is a duplicate of MFR report # 1045834-2015-12725. Reference report 1045834-2015-12725 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.